Manufacturer narrative:
(B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of questionable results for 1 patient sample tested for elecsys ft4 ii assay (ft4 ii), elecsys ft3 iii (ft3 iii), and elecsys tsh assay on a cobas 8000 e 602 module compared to a beckman coulter. Of the data provided, only the results for ft4 ii and ft3 ii were a reportable malfunction . Medwatches for this event include those with (B)(6) for the cobas e602, the ft4 ii result was 55.9 pmol/l and the ft3 iii result was 13.6 pmol/l. For the beckman coulter, the ft4 results was 11.5 pmol/l and the ft3 result was 7.93 pmol/l. The beckman coulter reference ranges are as follows: ft4 7.80 ¿ 14.3 pmol/l, ft3 3.90 ¿ 7.10 pmol/l the erroneous results were reported outside of the laboratory. The patient took medication based on the cobas e602 results. However, since the patient showed no signs of hyperthyroidism, the medication was stopped. There was no allegation of an adverse event. The beckman coulter results were stated to fit the clinical picture of the patient. The cobas e602 serial number was (B)(4). The investigation is currently ongoing.

Manufacturer narrative:
The customer's ft4 ii and ft3 iii results were confirmed.

Manufacturer narrative:
Two samples from the same blood draw of the patient were received for further investigation. Upon further analysis an interfering factor was detected. This most likely caused the falsely elevated values of the ft4ii, and ft3iii. This interference is covered in product labeling. Product labeling states "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design."